Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and failure to capture. During extraction of right ventricular lead, the atrial lead was damaged due to close proximity of leads. Both leads were explanted and replaced with new leads as a result. Patient condition was stable.

Manufacturer narrative:
Correction: h6 should not include "device not returned" as type of investigation. It should include "testing of actual/suspected device" instead.

Manufacturer narrative:
The reported events of high capture threshold and failure to capture were confirmed. A complete lead was returned in three pieces. Visual inspection found clavicle crush damaging/breaching all the lumens distal to suture sleeve tie impression with breached/damaged insulation coating of both right ventricular cables and inner insulation of the inner coil. The cause of the reported events was due to damaged/breached insulations consistent with clavicle crush.